Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns and the author has ¿de-identified¿ the patient data. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age characteristic is male/(B)(6) for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: atrioesophageal fistula formation with cryoballoon ablation is most commonly related to the left inferior pulmonary vein. Heart rhythm. 2017;14(2):184-189. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a cryoablation balloon: multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. There were patients who died, and patients who experienced atrio-esophageal fistulas, and patients with ¿vegetations¿ seen in the heart. There were also reports of fever, transient ischemic attack (tia), stroke, and ¿air adjacent to the left inferior pulmonary vein (lipv).¿ the status/location of the cryoballoon is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.